Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: unknown mallory head stem, therapy date - unknown; unknown mallory-head cup, therapy date - unknown; unknown femoral head, therapy date - unknown. Hughes r.e., batra a., hallstrom b.r. (2017) "arthroplasty registries around the world: valuable sources of hip implant revision risk data.", current reviews musculoskeletal medicine (2017) 10:240¿252, https://www.ncbi.nlm.nih.gov/pmc/articles/pmc5435639/. The purpose of this paper is to briefly describe arthroplasty registry concepts, international registries around the world, us registries, and provide a parsimonious summary of total hip arthroplasty (tha) implant revision risk reports across registries. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided. Current information is insufficient to permit conclusion as to the cause of the event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-01072, 3002806535-2017-01073 and 3002806535-2017-01074 - (B)(4).

Event description:
It has been reported in a journal article that (B)(4) mallory head stem and mallory-head cup (uncemented implants) revisions from (B)(6) orthopaedic association national joint replacement registry ((B)(4)) for the past 10 years. Attempts have been made to retrieve additional information on the reported events, however no information has been made available.